Event description:
It was reported that the drill was broken during a procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: (B)(6). Proposed component code: mechanical (g04)- drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause is unable to be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.